Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one euphora rx ptca balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon burst occurred on the first inflation. It is indicated that the balloon ruptured circumferentially. The patient is reported to be alive with no injury.

Manufacturer narrative:
The euphora rx ptca balloon catheter was intended to pre-dilate the lesion. The procedure was completed and there was no harm to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: there was a radial burst of the balloon material. The device returned with contrast and blood visible in the balloon and inflation lumen. The distal portion was bunched and had folded up on the distal tip. While anchoring the distal tip it was possible to pull the distal balloon material proximally. The balloon material was jagged and uneven on both sides of the burst site. Deformation was evident to the inner member 0.4cm and 0.8cm proximal to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.